Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s pacific xtreme¿ pta balloon catheter the respondent with 15 years experienced used pacific xtreme¿ pta balloon catheter system since 2019 who was been using the pacific xtreme¿ pta balloon catheter system since 2019. The respondent used a total 395 pacific xtreme¿ devices since using the system and 350 pacific xtreme¿ devices in the last 12 months for pacific xtreme¿ it was reported that the respondent experienced 2 dissection of the dilated artery events or complications associated with dilatation which were deemed somewhat concerning and related to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.